Event description:
The targeting guide kept slipping off the lunate side of the fracture site when trying to close the clamp on the scaphoid side, resulting in improper placement of the guide and a 45 to 60 minute delay in surgery time.